Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the devices caused or contributed to the pt's infection. A complaint history search of the mfg lots of the product involved in this complaint returned no other complaints. Operative notes were not provided for review. Cause cannot be definitively determined. Eval codes: it is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported the pt was revised due to infection which had deepened to the joint.